Event description:
Customer's mother reported via phone, the customer was hospitalized due to low blood glucose of 40 mg/dl. Customer's partner reported he checked the customer's blood glucose was low and after two hours and half of attempting to bring the customer's blood glucose up. They took her to the emergency room. Current blood glucose was 79 mg/dl. Customer's mother stated, the customer has been experiencing lows in the morning. The device had some no delivery alarms and customer will resolve the issues with a complete set change. Customer's mother mentioned the insulin pump displayed 63.6 units of insulin and the reservoir had about 80 units. Customer had recently been changing her diet eating less carbohydrates and in taking more protein. The device was not exposed to an MRI. Customer's mother was advised the customer has to speak to her doctor and to call back if issues persisted to perform troubleshooting. The device is not being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.